Event description:
It was reported through a research article that between august 2016 through april 2022, 1,031 patients underwent a mitraclip or triclip procedure to treat tricuspid regurgitation (tr). At the one year follow up, the mitraclip or triclip may have caused or contributed to death or recurrent tr. Additional information is listed in the attached article, titled ¿temporal trends in characteristics of patients undergoing transcatheter tricuspid edge-to-edge repair for tricuspid regurgitation.¿

Manufacturer narrative:
Summarized patient outcomes/complications of triclip implantation were reported in a research article in a subject population with multiple co-morbidities including chronic dialysis, diabetes, previous cardiac surgery, previous tricuspid valve surgery, transtricuspid lead, atrial fibrillation or flutter. Complications reported included, recurrent tricuspid regurgitation, death; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: article title: temporal trends in characteristics of patients undergoing transcatheter tricuspid edge-to-edge repair for tricuspid regurgitation.